Event description:
The customer reported that after the third use, the jaws of the device could not be reopened. It is unknown if the device was applied to tissue at the time, and if so, how it was removed.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. Tod ate, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.